Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The batteries were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The batteries was returned to the manufacturer. Functional testing found that the component would not hold a charge.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the backup batteries were not holding charge. The system was plugged in when the field service engineer visited the site and the system powered off after 30 seconds when unplugged. There was no patient present.